Event description:
The account alleged that the bed exit alarm was not working. No pt impact.

Manufacturer narrative:
The tech troubleshot the bed exit and could not find an issue with the bed exit, no repair made.